Event description:
The customer contacted stryker to report that a battery pin in their device was pushed in. In this state the device has the potential to power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to customer misuse/abuse.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the rear case of the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that a battery pin in their device was pushed in. In this state the device has the potential to power off by itself. There was no patient use associated with the reported event.